Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 151 mg/dl. Customer is having problems with the buttons. The up button is not responding properly. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Protruded/loose drive support disk noted during visual inspection.